Event description:
The pt called lfs in 2004 alleging that their one touch ultra meter was prompting the error 5 message. Senior medical affairs specialist spoke with the pt 3 days later to obtain additional info. The pt reported that the meter had been prompting the error 5 message for weeks and they eventually stopped using the meter in january. Pt maintained their oral medication therapy (actos and amaryl) throughout the time of concern. They mentioned that sometime in january they fell unconscious in a restaurant restroom. When the paramedics arrived they obtained a 12 mg/dl on their meter. Pt explained that they had already stopped using the meter when the incident occurred. Pt did not have any symptoms prior to falling unconscious. Pt was taken to the hospital where they were treated for hypoglycemia for 4 hours. Pt is taking medication for hbp, a quadruple bypass, and anemia. The pt suffered a serious injury; however, there is no evidence that the meter malfunction contributed to the event. An attempt was not made prior or during the time of concern to test their blood glucose level. The customer service representative walked pt through two control solution tests, using two different vials of test strips, and both tests prompted the error 5 message. According to the owner's manual, the message would indicate that the meter detected a problem with the test strips. Hence, there is evidence that the product malfunctioned or that the event meets the criteria for a medical device reportable. Pt's meter and test strips were replaced.